Event description:
A pt reported blood glucose results of "6.9 mmol/l, 5.9 mmol/l, 7.6 mmol/l, and 9.1 mmol/l "with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.